Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device displayed a blue screen. The user verified the cables and network connection, attempted multiple reboots, and unplugged and re-plugged the unit, but the issue persisted. The station also appeared offline in remote support service (rss). The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station stuck on blue recovery screen. A field service engineer (fse) grabbed all site information from another station and performed reimage. After reimaging customer was able to login and confirmed that the patient information was correct. The system functioned as intended after the field service engineer repaired the device.